Event description:
It was reported that the patient that underwent explant procedure due to an unknown reason. No further information has been obtained. Additional information has been received that the patient no longer used stimulator and was doing well postoperatively. Explanted device was not returned.

Event description:
It was reported that the patient that underwent explant procedure due to an unknown reason. No further information has been obtained.